Event description:
It was reported the pod continued to beep during activation and did not communicate with the personal diabetes manager.

Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod delivered 0 pulses and was received in pod state 15. Inspection of the drive mechanism found the spring latch to be unseated from the ratchet gear with the notch of the spring latch contacting the reservoir cap window. The incorrect installation of the spring latch contributed to the spring latch contacting the reservoir cap window. The shelf mode current (smc) of the device was measured to be within specification. During downloading, measurement of the smc, and the rerun, the pod communicated with the personal diabetes manager (pdm) with no issues. The exact cause of the reported event could not be determined.